Event description:
The patient with a known history of coronary artery disease and hypertrophic cardiomyopathy was due to have an automatic implantable cardioverter-defibrillator (ICD) generator change out. His cardiologist had performed fluoroscopy and it was noted that there was externalization of the coils of the ICD leads. The patient then underwent successful laser lead extraction and replacement of the ICD generator and lead. On the inspection of the lead, the patient did appear to have externalization of the coil near the heel of the ICD lead. The patient did not have any significant hemodynamic compromise during the procedure. There were no complications.